Manufacturer narrative:
Complaint was not confirmed. No product was returned therefore no root cause could be determined. There was no issue reported with the system. A review of the appropriate device history records indicates this device was released meeting all quality specifications. Manufacturing non-conformances were reviewed. No entries related to the customer report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had pneumothorax. Patient remained in hospital for several days with a chest tube post procedure. The chest tube has been removed and the pneumothorax has resolved. The pneumothorax was not related to any issue with the system or accessories. Also, in this patient, the physician reported that a cavity formed almost immediately post procedure which is unique.